Event description:
Event description cpi received information that during a routine follow-up appointment, high pacing impedance measurements and pacing thresholds were noted. An x-ray of the implant site did not reveal any lead movement. An invasive procedure was performed and the ICD was removed and replaced.